Event description:
It was reported that the pcu would not turn on/off. There was no reported patient involvement.

Manufacturer narrative:
Correction: d10, g1, g4, g5, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case with keypad for no power on / off. Performed pm. A review of the device history record for sn (B)(6), was performed from (B)(6) 2019, to (B)(6) 2020, and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu would not turn on/off. There was no reported patient involvement.

Manufacturer narrative:
Correction: this file was found to no longer be reportable, disregard previous report.

Event description:
It was reported that the pcu would not turn on/off. There was no reported patient involvement.